Event description:
Customer reported the sys is displaying a collimator iris unstable error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened a loose connector on the collimator. System operates as intended. (B) (4).